Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set. Usage residues were observed throughout the sample. A partially circumferential split was observed at the luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, the early signal detection system indicates an additional investigation is necessary. Both bd and the supplier are currently investigating potential actions to mitigate this type of incident and the complaint sample was manufactured prior to the implementation of any such actions. The supplier has been notified of this event. A lot history review (lhr) of asdwf073 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "mother called and said patients shirt was wet from huber needle leaking post-chemo hydration ivf. Leak noted where tubing exits the needleless connector." No other information was provided.